Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: appendektomy. Event description: no clip appeared after activation by surgeon, he tried the first clips outside the patient, it was successfull, but he next clip did nt came out. It was the same charge as onterh cert#s were reported tody and last week, the complete charge lot 1495838 has been taken out of the hospital by me- 4 boxes sterile products ca500 and will be replaced by new ones immediately. Intervention: was replaced by another clipper. Patient status: good.

Event description:
Procedure performed: appendektomy. Event description: no clip appeared after activation by surgeon, he tried the first clips outside the patient, it was successfull, but he next clip did nt came out. It was the same charge as onterh cert#s were reported tody and last week, the complete charge lot 1495838 has been taken out of the hospital by me[]. Intervention: was replaced by another clipper. Patient status: no.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.